Event description:
According to the complaint, in the morning of august 14th, 2024, after multiple patients underwent blood gas testing on the abl90 flex analyzer (serial no; (B)(6), abnormal results were obtained, with hemoglobin levels ranging from 40-50 and hb levels in the blood routine all above 120. These results seriously affected the clinical diagnosis and treatment, leading to the possibility of misdiagnosis and serious consequences. However, the blood gas analyzer displayed normal operation status. After contacting the engineer and receiving remote guidance, the tests were repeated in the afternoon, but the results showed even greater errors, with po2 and pco2 levels deviating significantly from the normal range, posing a significant risk. New information received 04th of september 2024; according to the complaint, from august 14th, 2024, at 5:36 am to 01:49 pm, 12 samples were taken, and the thb (g/l) levels were all around 40-50, which is significantly lower than the normal range of 120-175. A message (581) indicating that the oxi spectrum did not match was displayed, and a liquid path issue with error code (1238) indicated liquid transmission failure. The engineer guided the user to manually flush the tubing, and the device resumed normal operation. After the repair, the thb measurements were normal. It was determined that residual blood in the hemolysis module of the blood oxygen module caused the abnormal measurements. After manual flushing and cleaning of the tubing, subsequent measurements were normal.

Manufacturer narrative:
The radiometer investigation has concluded that the cause was traced to the device design.